Event description:
During resection of desending thoracic aortic aneurysm, using body partial cardiopulmonary bypass with medtronic intersept filtered cardiotomy reservoir with carmeda bioactive surface, the perfusionist forgot to remove the top of vent/vacuum cap prior to use. The pt was cannulated via the femoral vein and artery and connected to the cardiopulmonary bypass systems. Upon initiating the perfusionist noticed that air pressurized and backflowed through the venous circulation. The pt was immediately disconnected from the bypass circuit and "dreaned". Bypass was reinstituted and the procedure continued.